Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical generator was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, the generator would not deliver energy in bipolar mode. The whole device was switched out and the procedure was completed with another endostat iii generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Following the procedure, the biomedical engineer evaluated the unit and found no issue with the device. He also tested the foot switch and active cord, which both worked properly.

Manufacturer narrative:
(B)(4) for the reported event: generator failed to deliver energy in bipolar mode. According to the complainant, the suspect device has been retained as there is no issue with the generator at this time. The device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.